Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. Pump properly paired carelink software. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Unit was not confirmed for possible high bg¿s / under delivery anomalies. Unit passed all required testing. No unexpected alarms noted during testing or at long history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed possible under delivery anomaly, device test failed. Customer reported blood glucose value of 326 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-342, mmt-441ak. Customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed and issue was unresolved. High pressure test did not pass twice. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441ak.